Manufacturer narrative:
A bottle of contour test strips was also returned for evaluation: model # 7070a , lot# 2hc3b02, exp date 08/31/2014. Device manufacture date 08/01/2012; 510(k) k062058this information was not provided in the initial report.

Event description:
The customer's blood glucose was tested using 2 contour next ez meters; she received readings of 82 and 89mg/dl on one, and 158mg/dl on the other. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.